Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to insulation damage. This rv lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to insulation damage. This rv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was forwarded to detailed analysis for further investigation.the insulation damage allegation was not confirmed based on a passing hipot test, pressure test, and inspection that showed no insulation damage. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.